Event description:
It is reported that the center ring broke off upon impaction.

Manufacturer narrative:
Evaluation codes: as returned, the provisional is missing material around the polar hole. There are several events that can occur to cause this failure including but are not limited to: excessive tightening of the polar screw during assembly, material becoming brittle due to cleaning/autoclave process, device fatigue due to usage over item, accidental dropping of the provisional, attempts to remove the provisional with the screw installed, and/or impaction during assembly. The device has a potential field age of approximately 5.5 years. The provisional appears to meet print specifications and the manufacturing records are in order and conforming. It is unknown exactly what cause the material to fracture off.